Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time, clock moved. Unit had intermittent act and up buttons response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump time was advancing. Button error was recurring even with new battery. Insulin pump is being replaced and is expected to return for analysis.